Manufacturer narrative:
It was reported that the event occurred on an unknown between (B)(6) 2019 and (B)(6) 2020.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume folfusors underinfused during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from march 2, 2020 - march 3, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d10, h3 and h6 (replace 4114 with 10, 3221 with 114). H10: two actual devices were received for evaluation. A visual inspection on one sample identified the flow restrictor was not returned. Without the flow restrictor which controls the flow rate of the device, a functional flow test could not be performed on the first sample. The reported condition could not be verified. Visual inspection of the second sample identified excess white drug precipitate inside the bladder and inside the tubing line; flucloxacillin was filled inside the bladder. The drug precipitate was not created nor produced by the folfusor device. Drug precipitate was from the drug flucloxacillin. When the tubing line was cut to drain the drug fluid out of the bladder, very slow drips of drug fluid were observed dripping out of the cut tubing line. This was evidence that the fluid path was partially blocked due to drug precipitate. The reported condition was verified. The cause of the flow condition was found to be excess drug precipitate. The cause of drug precipitate is not determined. Should additional relevant information become available, a supplemental report will be submitted.